Event description:
Received implants (B)(6) 2006, by that (B)(6), started seeing issues with the high escalated throughout the years with no known cause. By 2010 had my first procedure for endometriosis and adenomyosis and after the 3rd finally had a hysterectomy in 2015. In 2010 was also diagnosed with fibromyalgia, 2012 had my gallbladder removed. In 2013 had surgery for tendonitis on my right wrist. About a month after my hysterectomy in 2015 my neurologist ran blood work and my a.n.d. Came back positive and it was discovered that I had mctd. I got really sick and never really seemed to recover fully from my hysterectomy, by this point my doctors have tried lots of different medications. By summer of 2016, I was in so much pain and had so much inflammation I couldn't get off the couch, could hardly walk. My doctors aren't helping me at this point except diagnosing me with more things. I catch every virus I come into contact with ended up in the ER once. I have chronic headaches, mast cell activation, chronic inflammation, psoriasis, rosacea, weakened pelvic floor, rectocele, rectal prolapse, polyarthropathy inflammatory, vulvar vestibulitis, benign hypermobility, raynauds syndrome, lupus and just had my first lupus anticoagulant test came back positive.